Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a simplicity tecnis eyhance intraocular lens (iol) as doctor was beginning to insert the iol, it came out too soon, slightly touched the patient's eye, but no patient post-op injury.. No incision enlargement, vitrectomy and sutures because they will be noted if there was any that occurred. Contact person also confirmed that no product will be returned, discarded. No other information was provided.